Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to kidney failure and heart attack. The husband stated that the customer had been having problems with the insulin pump, but did not specify the issues. The caller is unsure if the customer was wearing the insulin pump at the time of death. No further information was provided.